Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of the event was unknown. The same day as the event onset, patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, stat, discontinued on the same day), and amikacin injection (100mg, intraperitoneal, once a day, discontinued on the same day) for peritonitis. A day after the event onset, the patient was treated with meropenem injection (250mg, intraperitoneal, once a day, ongoing) for peritonitis. It was reported that the patient was discharged from the hospital 3 days after admission. At the time of this report, the patient recovered from the events. Pd therapy is ongoing. No additional information is available.